Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and a gradual increase in pacing impedance resulting in high out of range pacing impedance measurements greater than 2,000 ohms. The lead safety switch (lss) feature activated as a result and switched the lead configuration to unipolar. Oversensing of noise was then observed in unipolar configuration and resulted in 2 seconds of pacing inhibition. The root cause of the out of range measurements was felt to be related to calcification on the lead. Programming changes were made to rv sensitivity to prevent oversensing of noise related to unipolar configuration. Technical services (ts) discussed potential programming options of a split configuration (unipolar pacing/bipolar sensing). No further assistance was requested at this time. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.